Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor was not working as patient's clinic was not receiving transmissions. It was verified that the patient was not enrolled in patient remote monitoring network and no transmission history available to review irregularities. It was further reported that the implantable cardiac monitor (icm) did not detect an atrial fibrillation (af) episode. The patient was frustrated with the service in general and the need to use the devices. Patient was redirected to the clinic. The monitor remains in use. The icm remains in the patient. No patient complications have been reported as a result of this event.